Manufacturer narrative:
One haptic of the lens was torn and one piece of the lens optic is missing. The cause of the damage cannot be determined.

Event description:
The haptic broke during the loading of the lens in the insertion device.